Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials unk, with osteoarthritis (kellgren & lawrence grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 2003, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection of first course in right knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis of right knee. On an unspecified date in (B)(6) 2003, 17 cc fluid was aspirated from right knee which was clear yellow (trace). It was reported that the patient received treatment with intramuscular betamethasone, at a dose of 1.3 cc for the events of synovitis of right knee and right knee effusion. On (B)(6) 2003, the patient again experienced synovitis of right knee. On an unspecified date in (B)(6) 2003, 19 cc fluid was aspirated from the right knee which was clear yellow (mild right knee effusion). It was reported that the patient received treatment with intra muscular betamethasone, at a dose of 1.3 cc for the events of synovitis of right knee and right knee effusion. Action taken with synvisc treatment was not provided. The outcome for the events of synovitis of right knee and right knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definite and did not provide the relationship with right knee effusion. Follow up info was received on (B)(6) 2013 and the patient initials were reported as (B)(6).